Manufacturer narrative:
B3 date of event: date of event was approximated to 08/01/2024 as no event date was reported. E1 - initial reporter address 1:(B)(6). Device evaluated by MFR.: the device was returned for analysis. The console met all specifications during functional testing. Visual inspection showed no signs of physical damage and/or visible markings. Although the dynaglide speed issue could not be confirmed, a corrective and preventive action (CAPA) was opened to further investigate these events. The investigation determined the root cause is likely due to the console proportional valve component sticking in the closed position, which does not allow the console to reduce speed to the required dynaglide mode speed range. Boston scientific is currently identifying and evaluating potential solution(s) that will address the root cause of the dynaglide speed issues.

Event description:
It was reported that the console had abnormal rpm. A rotapro console was selected for use. At the course of the procedure, it was noted that there were abnormal revolutions per minute (rpm). No patient complications reported. It was further reported that the set rotational speed was 180,000rpm and the observed maximum rotational speed was 180,000rpm on dynaglide mode.

Manufacturer narrative:
B3 date of event: date of event was approximated to 08/01/2024 as no event date was reported. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the console had abnormal rpm. A rotapro console was selected for use. At the course of the procedure, it was noted that there were abnormal revolutions per minute (rpm). No patient complications reported. It was further reported that the set rotational speed was 180,000rpm and the observed maximum rotational speed was 180,000rpm on dynaglide mode.

Manufacturer narrative:
B3: date of event: date of event was approximated to 08/01/2024 as no event date was reported. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the console had abnormal rpm. A rotapro console was selected for use. At the course of the procedure, it was noted that there were abnormal revolutions per minute (rpm). No patient complications reported.